Manufacturer narrative:
(H3) the evaluation noted in the revision reported was likely the result of the acetabular cup rotating vertically, as reported by the sales representative, which applied a bending moment to one of the two screws, allowing it to fracture. However, this cannot be confirmed as the explants were not available for evaluation and x-ray images were not provided. (D11) concomitant device: alteon 6.5mm x 35mm screw (cat# 120-65-35 / sn# (B)(6)). Alteon 6.5mm x 55mm screw (cat# 120-65-55 / sn# (B)(6)). Nv gxl 36mm +5 lat. Liner group 5 (cat# 136-36-55 / sn# (B)(6)) . 36mm +10mm femoral head(cat# 100-36-10/ sn# (B)(6)).

Event description:
As reported, (B)(6) 2014 implant date. The patient¿s 66mm integrip cup rotated vertically, one of two bone screws broke during this movement. The surgeon removed femoral head, liner and cup. M-series stem was left in place as it was positioned well and solidly fixed. The surgeon used a non-exactech implant on acetabular side and a +12mm 40mm head with an 11/13 taper. Patient left operating room stable and is expected to do well. There was no delay to the surgery. There was no reported patient injury. The rep was present at the time of the surgery. The devices will not be returned for evaluation as the hospital did not release implants to return to manufacturer. Initially, the original total hip was performed on this patient¿s hip in 2002. The hip was revised once approximately twelve years later.

Manufacturer narrative:
Pending evaluation. Concomitant device: alteon 6.5mm x 35mm screw (cat# 120-65-35 / sn# (B)(4)); alteon 6.5mm x 55mm screw (cat# 120-65-55 / sn# (B)(4)); nv gxl 36mm +5 lat. Liner group 5 (cat# 136-36-55 / sn# (B)(4)); 36mm +10mm femoral head(cat# 100-36-10/ sn# (B)(4)).

Event description:
As reported, seventeen years post hip implant, the patient¿s 66mm integrip cup rotated vertically, one of two bone screws broke during this movement. The surgeon removed femoral head, liner and cup. M-series stem was left in place as it was positioned well and solidly fixed. The surgeon used a non-exatech implant on acetabular side and a +12mm 40mm head with an 11/13 taper. Patient left operating room stable and is expected to do well. There was no delay to the surgery. There was no reported patient injury. The rep was present at the time of the surgery. The devices will not be returned for evaluation as the hospital did not release implants to return to manufacturer. Initially, the original total hip was performed on this patient¿s hip in 2002. The hip was revised once approximately twelve years later ((B)(6) 2014).